Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the incident is just that the device jammed in each case with a cracking sound within the device, the clip did not lock properly. Tried to clear the device to bring another clip forward but the device would not allow this. The clip did not fall into the patient. There was no patient impact.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1900228 was manufactured on 06/11/2019 a total of (B)(4) pieces. Lot was released on 06/20/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A double feed was present as a clip with a broken hook was stuck in the bent rotation tab and another clip was stuck in the jaws. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the clips were manually removed and the trigger cycle was completed. It was observed that the next clip was out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The top jaw was found bent. It is possible for the jaw to be damaged if the device jammed due to the clip stacking and the user attempted to continue to fire the device. The sample was received with 3 clips remaining including the two clips that were stuck in the bent rotation tab and the jaws, indicating that 12 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file anp1900074157 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A double feed was present as a clip with a broken hook was stuck in the bent rotation tab and another clip was stuck in the jaws. Upon functional inspection, the next clip was unable to load properly. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the incident is just that the device jammed in each case with a cracking sound within the device, the clip did not lock properly. Tried to clear the device to bring another clip forward but the device would not allow this. The clip did not fall into the patient. There was no patient impact.